Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that patient had high blood glucose of 500mg/dl at the time of the incident the reservoir had air bubbles of size 7 to 10cm . During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was stored at room temperature. The product passed high pressure test. The reservoir is not expected to be returned for analysis.